Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The cause of infection was not known. On (B)(6) 2020, the implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition. Related manufacturer reference number: 2017865-2020-01381.